Event description:
The complainant reported that a forty-two-year-old male patient with acute myocardial infarction and cardiogenic shock was supported with an impella 5.5 device placed via the right axillary-subclavian approach while receiving multiple forms of mechanical and pharmacologic support. During the course of treatment, the care team became concerned for hemolysis after observing clinical indicators and triggering of plasma-free hemoglobin testing, with laboratory confirmation pending at the time of reporting. In response, the pump performance level was reduced and repeat echocardiography was planned to reassess device positioning. The patient also experienced bleeding that required clinical management, including blood transfusion. The events occurred in the setting of severe cardiogenic shock, multidevice circulatory support, and high-acuity illness. The device remained in use under continued monitoring, and the patient survived.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Since clinical details were limited, data log review was inconclusive, and product wasn't returned for investigation, the cause of the hemolysis could not be determined. The intermittent nature of the signatures noted in data log review suggests that the cause of the placement signal issue is related to the console. Therefore, there was no defect found with the pump. Major bleed: the cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinician narrative: an impella 5.5 was inserted via the right axillary subclavian artery in a 42-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock. The patient was classified as scai stage d. No past medical history was provided. The patient required intra-aortic balloon pump support, extracorporeal membrane oxygenation, inotropic support, vasopressors, and mechanical ventilation for respiratory support. During the hospital course, the care team reported concern for hemolysis. Plasma-free hemoglobin triggered an alert and laboratory results were pending at the time of reporting. In response, the pump performance level was reduced, and a repeat echocardiogram was planned to verify device position. The reported patient experience related to the impella 5.5 included hemolysis, major bleed, hemostasis, and blood transfusion. The events were managed clinically, and the device remained under monitoring. Based on the available information, the suspected hemolysis was consistent with the patient¿s critical presentation, including cardiogenic shock, multidevice mechanical circulatory support, and high-acuity clinical status. Handling and procedural factors may have contributed to the reported events. The patient survived. Additional information was received. The hemolysis was resolved and the pump is not available for return.

Manufacturer narrative:
B5 clinical narrative was added as it was omitted from the initial report that was submitted. Additional information was received and added. D4 revised catalog as it was reported incorrectly on the initial report that was submitted. Added primary UDI number as it was omitted from the initial report that was submitted. D6b explant date was added. E1 added initial reporter phone number as it was omitted from the initial report that was submitted.

Manufacturer narrative:
B1 added selection as it was omitted from the initial report that was submitted. B5 added new information that was received along with information that was omitted from the initial report that was submitted. H6 code a24 was replaced with a0709 due to new information that was received.

Event description:
On (B)(6) 2026, the patient was bleeding from the dialysis line heparin was stopped. And the patient received one unit of packed red blood cells today. The care team placed the patient on a heparin purge solution. The care team discussed restarting the heparin. On (B)(6) 2026, the optical sensor went out on impella. The motor current remained the same and the impella¿s flows remained the same. The procedure was successful with this device. The patient's outcome is stable.